Event description:
It was reported by the rep that the (1) tct75 was used with (1) trt75 during an unknown procedure. It was reporeted that the device misfired. There was no pt consequence. There are no other details available.